Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated "ast/alt/bun blank absorbance high" error. Customer examined the instrument and found the cartridge chemistry (cc) system sample probe leaking, and dripping liquid on top of the instrument cover under the cc sample probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the reagent syringe was loose. Fse tightened the syringe. Fse also notice incorrect tubing was on probe a. Fse replaced tubing with correct tubing. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).